Event description:
It was reported that the zimmer air dermatome had shredded the skin graft. Additional information received in 2009 states that the hospital owns many units and that in one of the cases an additional graft was harvested to complete the procedure. Hospital staff was unable to confirm if this unit was the unit that required the additional graft.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation at the time of this report. If the device is returned to the manufacturer, a follow up medwatch will be submitted once the investigation is completed.